Event description:
It was reported that the target lesion was located in the proximal lad. Another co's dilatation catheter was passed through the lesion and inflated to 12 atm twice. The result of the pre-dilatation was not adequate because the lesion was mildly calcified. A tristar 2.75x8 was inserted into the artery and passed through the lesion. The balloon of the tristar was inflated to 8 atm and the stent seemed to be implanted. When the sds was pulled out of the pt, it was unk that the stent was still on the sds and during removal, the stent got stuck on the edge of the guiding catheter. The stent then separated from the sds and fell onto lmt, over the guide wire. As the guide wire was not removed from the body, it still passed through the dropped stent. The stent was safety removed from the body with a snare.